Manufacturer narrative:
Additional patient information has been requested from the customer. Should additional information be provided by the customer a supplemental report will be submitted with the additional information received. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the lower right anchor pin broke from an endsnorz sleep appliance (silent nite 3d) device. Per the report the healthcare provider did not observe any patient symptoms or permanent injury. It was reported that the patient discontinued the use of the device and no medical and or surgical procedures were required.